Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The pump generated repeated false placement signal alarms despite the device being positioned appropriately in the aorta, as confirmed by echocardiography. At one point, the aortic waveform reading spiked into the 230s, inconsistent with the patient¿s actual hemodynamics. Additionally, it was reported that the patient experienced right arm hematoma, noted near bicep. Soft with no concerns from nurse and with observation only. No actions were taken. The patient outcome was reported to be stable.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed